Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was not failed. A field service engineer (fse) found that the rm was not failed, but the customer reported frequent failures. The fse powered off the pyxis, opened the rm, and identified residue buildup that required cleaning. The fse removed the residue, reconnected the wiring, and powered the system back on. The unit was tested in the hardware test application (hta), and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manger had failed multiple times and required cleaning and/or latch replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.